Manufacturer narrative:
The customer attempted to troubleshoot the instrument but was unable to find the source of the leak. Service was scheduled, but the assessment and remediation report is not available yet. Bec internal identifier for this complaint is (B)(4).

Event description:
A customer reported to beckman coulter inc (bec) that there was a spray of approximately 10ml clear fluid coming from the front of coulter lh750 hematology analyzer. The customer was wearing a lab coat and gloves at the time of the incident. There was no exposure to mucous membranes or open wounds. No one was splashed or sprayed, and no one sought medical attention. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. There was no impact to patient results, and there was no death, injury or change to patient treatment.